Event description:
10 months after gamma3 surgery, extraction surgery was performed because thigh pain at top of the nail. This case was presented at the meeting of (B)(4) society for fracture repair on (B)(6) 2014.

Manufacturer narrative:
With available information a review of the manufacturing documents, complaint history, CAPA history and risk analysis was not possible. The reported event did not indicate a potential deficiency of a specific product. Patient¿s pain may have been originated by the patient herself. Due to missing medical information it could not be determined whether the event actually presented product deficiency or patient and / or user related. The only information available was that the implant of the gamma3 system was removed and that no further information will be available. It could not be verified that the alleged event was caused by a gamma3-product. No medical records were available for review. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. The file will be closed formally and will be reopened when substantive information or the item(s) become available. Device was not returned.